Event description:
It was reported that the patient "was told there might be a problem with one of her leads." The patient stated that "she was told that one of her leads was not working properly, so they had to eliminate a number of programs." It was noted that the problem with the patient's leads began a few months ago. The patient further stated that "she had a bulging disc and the stimulation was not reaching the right area." It was noted that the stimulation was "hitting the area of the bulging disc." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v168018, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).